Event description:
The event occurred in great britain. It was reported that during a procedure, the bipolar electrode broke inside the patient. The broken loop was retrieved, and a replacement loop was used. The connection of the replacement loop was also loose but remained intact (did not break). The broken loop is considered in complaint (B)(4). The replacement loop is considered in complaint (B)(4).

Manufacturer narrative:
The electrode is bent - even on the neutral electrode which is way more rigid than the working electrode. The working electrode is broken in two spots - the broken surface has the appearance of a forced break. This indicates that excessive force has been applied. The event is filed under internal karl storz complaint ID: (B)(4).